Manufacturer narrative:
A4 - patient weight requested but not provided. Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported event of suspected low flow hazard alarms. A specific cause for the reported alarms could not be conclusively established through this evaluation. It was reported that the patient presented to clinic stating they were having hazard alarms on 07nov2023. The account indicated that low flow alarms were suspected but interpretation was inconclusive. The submitted controller event log file contained events from 03nov2023 through 07nov2023 per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-011185, with no further issues reported at this time. The relevant sections of the device history records for mlp-011185 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in clinic and stated that they were having "hazard" alarms but was unsure. Low flow alarms were suspected but the interpretation was inconclusive. Log files were submitted for review. The log file captured routine events and nothing unusual was noted. The ventricular assist device (vad) and peripheral equipment were noted to be functioning as intended.